Event description:
Rn called to terminal ca pt's home. He called because the pca pump was alarming and his pain was increasing. When the rn arrived at the home, she was unable to get pump to change lock level or to administer a bolus. She immediately came to the pharmacy to get a new pump, which worked fine. At the pharmacy, when rptr hit lock key it showed ll2. Rptr was unable to scroll up or down to change lock level. The keyboard display showed 147 ml & was flashing stop. After that initial experience, rptr was unable to get any key on the keyboard to function. Rptr handed the pump to another pharmacist, who kept hitting buttons and eventually got it to show "lock level", which now read llo. How it changed rptr doesn't know. The residual volume showing could not have been accurate. Pt had started a new bag 36 hours earlier with a total of 200 ml and was running it at a rate of 2 ml/hr with a .4 ml bolus.